Event description:
It was reported that the home patient (hp) had a system error 2367 (resume error, critical error found) on the homechoice (hc) during use, while the hp was connected. The technical service representative (tsr) reviewed the alarm log. The tsr advised the hp to end the therapy. The hp was going to restart the therapy later in the morning. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up report will be submitted.